Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log did not identify the reported issue. Evaluation observed and found the pump for the flow rate accuracy testing at the rate of 40 ml/hr and 125 ml/hr as per swi 105-005, and the error percentage rates were +1.17% and -2.5168% and both results were within the +/-5%, and the pump was found to be within spec. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed flow rate test low. They stated that they were running the test at 200 ml/hr for 6 minutes, and that was where they were stating the error was manifesting. There was no known patient injury or medical intervention associated with this event. No additional information is available.